Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection noted that the lens was received cut and only one half of the lens with a haptic was received. The sample was inspected at 10x microscope magnification. Further inspection revealed that the half of the lens received had surface scratches, and surface residuals (fiber/particles). The lens had only one haptic. The condition of the received lens was compatible with an explanted lens and/or a lens handled during attempt to insert/implant process. No cosmetic defects related to the manufacturing process were found in the returned lens. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that physician had started advancing the intraocular lens (iol) into the patient's left eye, when as the iol started to touch the eye it was noticed that patient's capsule was weak. Lens was not fully implanted; however, the incision was enlarged and a vitrectomy was performed. A second lens was attempted and placed successfully. This lens was of a different model and diopter (za9003 diopter 21.5), serial number was not provided. Additionally, it was reported that a suture was used. It was noted that capsule has insufficient support. Patient was noted to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
Implant and explant dates: not applicable (na). Lens was not fully implanted at the time of event, only partial insertion occurred.(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.